Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Further examination by depuy metallurgy determined the breakage was due to product wear out. A two year database search for this particular product code found no other relate complaint. The root cause is being contributed to product wear out through normal use. Based on the investigation the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is an instrument breakage. The tha revision due to a pain caused by the implants¿ loosening(aml-plus) took place on (B)(6) by using s-rom. After removing the aml-plus stem, the surgeon used the product in question in order to break the hardening bone part and tried to ream the femoral canal, but failed to align the reamer properly. By checking images, the product in question turned out to be broken in the femoral canal. The surgeon managed to remove the broken piece completely. The surgery was completed with a forty-minute delay. There is no harm to the patient.